Event description:
It was reported that during implant procedure, the patient's implantable cardioverter defibrillator exhibited over-sensing of an unspecified source, resulting in inhibited pacing. Programming changes were made and the over-sensing was resolved. The patient was stable.